Manufacturer narrative:
Address: neither a catalog or lot number were provided for this complaint. An educated guess has been made that the manufacturing site for the product is (B)(6) since they are the only manufacturing site in the u.s. That manufactures insulin syringes. Results: a sample is not available for evaluation. A review of the device history records could not be performed as a catalog and a lot number for this incident were not provided. Conclusions: without a sample, a root cause for this incident could not be identified.

Event description:
It was reported by a health care clinic that a consumer had a needle break off in use while injecting herself with a bd insulin syringe. The consumer stated that she went to a different facility to have her injection site x-rayed, but the needle was not visualized. The consumer no longer had the device and was unable to provide the catalog or lot number to the clinic.